Event description:
Balloon had slow leak and did not maintain psi pressure. Third product issue this week with trapper balloon. Units with matching lot number pulled from shelf (total quantity 4). Used a 3.0x12 balloon to complete procedure.